Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly and high impedance on the ventricular channel. When the lead tested normal with an analyzer, the pulse generator was replaced.